Event description:
It was reported that this pacemaker had entered into safety mode. Technical services (ts) recommended device replacement. It was noted that device replacement has not been planned at this time as this patient is in hospice care. No adverse patient effects were reported. Currently, this pacemaker remains in service.